Event description:
It was reported that the bd alaris pump module infusion set was cracked and experienced blood backflow. The following information was provided by the initial reporter: lipid filter tubing cracked at male end. Blood back flowed into line.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes d.10. Returned to manufacturer on: 07-apr-2022. H.6. Investigation summary: a complaint of tubing cracking and blood flowing back into the tubing was received from the customer. A sample was returned for investigation. Through visual inspection, fluid was seen stuck inside the tubing. When the tubing was connected to a syringe to try and push out fluid, it could not pass through the tubing above the male luer. When looking the tubing closer, it looked slightly deformed and if there was possibly too much solvent on the connection site. Using the smart sites on the sample, the potential lot was determined. A device history record review for model 20350e lot number 21059518 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing site was notified of the defect. The root cause was determined to be excess solvent being added to the connection site, causing occlusion. A quality memo will be issues to involved personnel to create awareness of this condition. Solvent dispensers were evaluated to confirm that the correct amount is being dispensed during the manufacturing process. Verification of the dispenser pins size was added to avoid this condition in the future. H3 other text : see h.10.

Event description:
It was reported that the bd alaris smartsite low sorbing extension set was cracked and experienced blood backflow. The following information was provided by the initial reporter: lipid filter tubing cracked at male end. Blood back flowed into line.

Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event: it was reported that the bd alaris smartsite low sorbing extension set was cracked and experienced blood backflow. D1: medical device brand name: bd alaris smartsite low sorbing extension set. D4: catalog/lot/serial #, exp date, UDI #: (B)(4). D4: catalog/lot/serial #, exp date, UDI #: (B)(4). G5: PMA/510(k)# k960280.

Event description:
It was reported that the bd alaris smartsite low sorbing extension set was cracked and experienced blood backflow. The following information was provided by the initial reporter: lipid filter tubing cracked at male end. Blood back flowed into line.